Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this pacemaker was found to be depleting faster than expected. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that during a routine follow-up, this pacemaker was found to be depleting faster than expected. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information to field b5 - describe event or problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow-up, this pacemaker was found to be depleting faster than expected. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.